Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. The evidence reviewed suggests that this incident is not device related. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient revised after being struck on the knee which caused looseness to the femur and tibia.